Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5x200mm, 150cm ranger balloon catheter was advanced for dilatation. During inflation, the balloon burst before it reached normal burst pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5x200mm, 150cm ranger balloon catheter was advanced for dilatation. During inflation, the balloon burst before it reached normal burst pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.